Manufacturer narrative:
UDI not available as the product information was not provided.

Event description:
Voluntary medwatch received states that the patient with atrial lead was hospitalized for treatment of an infection and atrial fibrillation (af) which necessitated to the medication regime. The atrial lead remains implanted. The patient had no additional adverse patient effects.